Manufacturer narrative:
(B)(4). Blank display due to damaged battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, missing display window cover, cracked case corner of the belt clip rails near the battery compartment and serial number label missing. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump was cracked from battery compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.